Manufacturer narrative:
Physio-control replaced both the power pcb assembly and the battery wire harness assembly, then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board.  Triggering the power fail detector circuit will cause the device to either shutdown or power cycle. It was later confirmed by the customer that no additional patient or event information could be provided; however, they were able to confirm that the reported issue did not impact patient care.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to print a code summary. The customer advised that battery #2 had two bars and battery #1 was fully charged. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.